Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 to 30 mg/dl at the time of the incident. The customer was at 91 mg/dl at the time of the call. The customer used food and was given d40 to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer had not updated their pump clock after the time change. The customer believes the pump has a clock anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with the operating currents within spec. And passed the self test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08795 inches. No excessive no delivery alarms noted during testing. Programmed pump with the current time and date and monitored for six (6) days. The time has not drifted and is accurate. Time and date function is performing properly. Pump received with case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.